Manufacturer narrative:
Investigation summary: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample. A functionality test was carried out on the second sample and no issues were observed. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 pen ndl 32g 4mm pro experienced difficult operation or not working/functioning. The following information was provided by the initial reporter: this is a report about the inability to attach the pen needle to the pen. The patient reported that he/she could not attach the pen needle to the pen properly.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm pro experienced difficult operation or not working/functioning. The following information was provided by the initial reporter: this is a report about the inability to attach the pen needle to the pen. The patient reported that he/she could not attach the pen needle to the pen properly.